Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was consulted and recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Further information was provided stating the device had reached elective replacement indicator (eri) and it had reverted to safety mode upon interrogation. Subsequently, this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device is not expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.